Event description:
Malfunctioning dorsal column neurostimulating system.

Event description:
Add'l info rec'd from MFR 11/4/03: the product was not returned to the MFR for analysis. MFR rep spoke with the user facility reporter. They stated the device was removed due to weak stimulation and there was no pt injury involved. The pt was discharged home the day after event date. The device was sent to pathology for disposal.